Event description:
Additional information received reported that the lead placement in the left subthalamic nucleus (stn) on (B)(6)-2012 was successful. However, the patient had not received the device implant. It was reported that the case had been postponed and had not been rescheduled. Any additional information received would be included in a supplemental report.

Event description:
It was reported that the patient experienced stroke like symptoms including left sided weakness, lethargy, and left face droop on (B)(6) 2012. The health care provider (hcp) suspected either procedure related edema or mild stroke. The patient was admitted to a medical center for imaging studies and complete diagnostic work up. The deep brain stimulating lead was properly placed with booted end cap. Additional information received reported that the hcp characterized the cause as ''post-operative edema.'' The patient outcome was unknown, however the patient was scheduled for a contralateral hemisphere implant on (B)(6) 2012 and implantable neurostimulator implant on (B)(6) 2012.

Event description:
Additional information received reported that the placement of the implantable neurostimulator (ins) went 'very well'. It was stated that initial programming is the next step, but that date was unknown. No further information was provided.

Event description:
Additional information received reported that the patient was on the schedule to have the neurostimulator implanted on (B)(6)-2012.